Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient infusion set became caught on the patient hand and was subsequently pulled out on (B)(6) 2025. The patient experienced issues with three infusion sets.